Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to clinic for routine follow-up. Patient received inappropriate atp for atrial fibrillation. Patient was asymptomatic. No further action was taken due to the event occurring in prior months and patient was not symptomatic. Patient will continue to be monitored.